Manufacturer narrative:
(B)(4). (B)(6). (B)(4) iris lesion. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of an intraocular lens (iol), model pcb00, a crack was seen in the lens. The lens was removed and replaced with a new lens. Reportedly there was an iris lesion and the surgeon prescribed prednisone and acetazolamide (diamox IV). The patient is reported doing good. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer. Visual inspection was performed and the cartridge tip was observed deformed at one side. No crack defect at any section of the cartridge was observed. The condition observed in the lens is consistent with an iol that has been cut due to ¿removal or explant process''. The reported ¿iol torn¿ could not be verified, as the lens returned cut in half making it visually impossible to observe defects such as ¿torn or ripped¿ on the lens optic. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: date received by manufacturer in the initial report was incorrectly reported as june 08, 2016. The correct date received by manufacturer is june 07, 2016. All pertinent information available to abbott medical optics has been submitted.